Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right sfa to popliteal. An admiral xtreme pta balloon catheter and a complete se stent were subsequently used to treat a dissection. Approximately 17 months post the index procedure, the patient suffered from occlusion/thrombus of the r.sfa. Event was treated with an unknown brand pta balloon and thrombolysis 2 days later . Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion, thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (occlusion, thrombosis). (B)(4).

Manufacturer narrative:
The patient was treated with thrombolysis only 4 days post occlusion/thrombus event, not treatment with a pta balloon as previously reported.

Manufacturer narrative:
The cec has adjudicated the previously reported occlusion/thrombus of the r.sfa as related to the study device and procedure, not related to the study drug.